Manufacturer narrative:
The distributor fse visited the customer to address the reported event. The distributor fse cleaned the turntable and lubricated the bearings. The liquid leak sensor and the entire instrument were also cleaned. The mechanical functions were verified. The customer processed the calibrations and quality controls with acceptable results. The instrument was operating as expected. There was no further action required by the distributor fse. A 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(4) from 02-mar-2018 through 02-apr-2019. There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 5021 turntable task error indicates turntable task execution error. Troubleshooting for the error states to "turn the power off and on again. If t this problem reoccurs, contact the service department". The most probable cause of the 5021 turntable task error message was due to dirty liquid leak sensor.

Event description:
A distributor reported that the customer experienced error message 5021 turntable task error with the aia-360 instrument. The customer stated that the turntable was stuck. The instrument was down. The distributor field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of troponin (ctnl), progesterone (prog), and creatine kinase-mb (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.